Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the black box shows evidence of a cs 012 error on (B)(4) 2018. The pump powers with the returned battery cap. Pump was tested for a minimum of 24 hours with a one unit per hour basal setting with no reboot, loss of power or call service alarms duplicated. Removed pump case and there was no evidence of moisture or loose components inside pump. A cs 012 was not duplicated during investigation.